Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block h6 (device codes): problem code (B)(6) captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope, regular during an unknown procedure performed on an unknown date. During the procedure, the monitor screen went black and visualization was lost. The physician switched to a second exalt model b monitor and a new exalt model b scope to complete the procedure. There were no reported patient complications as a result of this event. Note: this report pertains to one of four devices used during the same procedure (three scopes and one monitor). Refer to manufacturer report number 3005099803-2024-00540 for the first exalt model b scope, 3005099803-2024-00541 for the second exalt model b scope, 3005099803-2024-00542 for the third exalt model b scope and 3005099803-2024-00478 for the exalt model b monitor.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model b monitor was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed however, the monitor's device usage logs were reviewed, and it was noted that an expired exalt model b scope was attempted for use several times. Additionally, the monitor was left to fully discharge and four attempts were made to use the device before allowing the battery to charge. Based on the information available, the reported event was unable to be confirmed. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00540 for the exalt model b scope, and 3005099803-2024-00478 for the exalt model b monitor it was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope, regular during an unknown procedure performed on an unknown date. During the procedure, the monitor screen went black and visualization was lost. The physician switched to a second exalt model b monitor and a new exalt model b scope to complete the procedure. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-00540 for the exalt model b scope, and 3005099803-2024-00478 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope, regular during an unknown procedure performed on an unknown date. During the procedure, the monitor screen went black and visualization was lost. The physician switched to a second exalt model b monitor and a new exalt model b scope to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: correction made to b5.